Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the needle removed from the patient during the same procedure? No further information is available. Procedure name? No further information is available. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown surgery procedure on (B)(6) 2020 and suture was used. During the procedure, the needle was detached from the suture easily, so use was stopped. It was a control release needle. Another product with a different lot number was used. There were no adverse patient consequences reported. Additional information was requested.